Event description:
The customer contacted physio-control to report that their device was intermittently not detecting the therapy connector during a patient event. As a result, defibrillation therapy may be delayed or unavailable, if needed. There were no report of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided physio-control with some of the patient information. Patient information fields a1, a2, and a3 have been updated.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio observed that pcb-mounted jack connector, designator j24, was not completely seated. Physio reseated j24 to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was intermittently not detecting the therapy connector during a patient event. As a result, defibrillation therapy may be delayed or unavailable, if needed. There were no report of any adverse effects to the patient as a result of the reported issue.